Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim products that are cleared in the us. The pro code and 510 k number for the powerport slim products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one video was provided for review. The video shows that when the clinician was trying to take catheter from the package, the catheter was found to be stuck within the package and when clinician was trying to spilt the catheter but the catheter was noted to be sticky on itself. Therefore, the investigation is confirmed for the reported difficult to open or remove packaging issue. The investigation is inconclusive for the reported device contamination during manufacture or shipping issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly sticky and difficult to release. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f, the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly sticky and difficult to release. There was no patient contact.